Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with an unknown blood glucose value. The customer also reported a loss of communication issue between the insulin pump and mobile device. The customer also reported the needle being hard to remove one handed. The event involved product(s) mmt-1884, mmt-342, mmt-7040a, mmt-442ag & mmt-6101. Troubleshooting was partially done for all issues. The customer stated that the sensors often stopped working and the insulin pump would not stay connected to to the phone via bluetooth. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product(s) mmt-1884, mmt-342, mmt-7040a, mmt-442ag will not be returned for analysis and mmt-6101 cannot be returned.